Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoids ligation procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had two bands that were not deployed properly. The suture was in good condition with seven knots. The handle was observed under magnification, and it had marks indicating that the trip wire was secured. Also, the ligator head teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, there were two bands in the ligator head that were not deployed properly, and the suture was not in the bands. These suggest that the device could not deploy. These conditions could have been generated due to the possibility that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, causing the inability of the device to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure.